Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the end of the procedure so there was no impact on the patient procedure. The philips remote service engineer (rse) analysed the system remotely and confirmed that the motorized movements were unavailable when swivel command was triggered. After a cold restart also, the reported issue persisted. The philips field service engineer (fse) visited onsite, reviewed the logs and upon functional testing, the fse found that the table was positioned at 180 degrees, and motorized movement was unavailable. To resolve the issue, the fse performed the adjustment in the swivel drive belt and tensioners along with swivel end stop calibration and adjustments at 0- and 180-degrees positions. The fse cleaned the underside of the table base plate. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported motorized movements issue didn¿t impact on the completion of the procedure. The procedure was completed as planned on the same system as the reported issue occurred at the end of the procedure, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that some of the motorized movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.